Event description:
When the surgeon positioned the 2nd coil: cashmere 14 cerecyte microcoil 2 mm x 2.5 cm (crc14022530/c17458) it was noted that the coil could not be detached in the aneurysm. The surgeon had to remove the coil and continue to fill other coil to complete. No adverse event occurred. The patient had acom. Size is 3mm x 6mm x 3mm.

Manufacturer narrative:
After positioning the second coil, a cashmere 14 cerecyte microcoil 2 mm x 2.5 cm (crc14022530/c17458), the coil could not be detached in the aneurysm. The coil had to be removed and the continued filling of the aneurysm with done with another coil. No adverse event occurred. The patient had a 3mm x 6mm x 3mm anterior communicating artery aneurysm. There is no further information regarding the prep, delivery or detachment attempts available. The returned device positioning unit (dpu) passed electrical testing. Upon receipt, it was found that the detachment fiber did not receive heat and melt. During laboratory testing, the coil detached on the first detachment cycle and the detachment fiber received heat and melted as designed. Therefore, the root cause of the coils non-detachment inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. It is not known if a pre-deployment electrical check was performed as required by the instructions for use which outlines ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section¿ located near the end of this document, before proceeding.¿ while most likely not directly related to the coils non-detachment inside the aneurysm, it was found that located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. This damage most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism will catch the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This will produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action may produce significant resistance which can result in further damage to the unit and prevent the coil from being advanced inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿ which is shown further diagrammatically. If further cautions:¿ if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ based on the lack of information pertaining to the prep, delivery, and attempted detachment of the coil, no conclusion can be made regarding the reported event. With functional testing the coil detached as designed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.the product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.concomitant medical products and therapy dates:new coil (details unknown),detachment control box (details unknown),connecting cable (details unknown),microcatheter (details unknown).